Manufacturer narrative:
Final device analysis revealed the device cap was occluded. No other anomalies were found.

Event description:
The device was returned to the manufacturer without reason for explant. The manufacturer's device registration system indicated the patient had expired. No specific cause of death was reported. Additional information received from the hcp indicated the patient died several years ago - possible in 2003 of suspected natural causes.